Manufacturer narrative:
Updated data: b5 - event description h6 - patient code and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the pulmonary valve, bradycardia was also observed due to temporary effect caused by anesthesia not related to the procedure. The patient's holter monitor was used perioperatively. Following the patient death, autopsy imaging was performed an no vascular damage or pericardial effusion were observed. Per the physician, the patient's underlying arrhythmia contributed to the death.

Event description:
Additional information was received indicating that one day following the valve implant, the patient experienced a fever that spontaneously resolved. Four days following the valve implant at 5am, the patient was confirmed to be alive. When visiting the patient¿s room at 7:15am, the patient was observed to be dead. Approximately five and a half hours following the patient¿s death, computed tomography (CT) images were taken. The CT results showed that the transcatheter pulmonary valve was placed in a good position. Dilation of the pulmonary artery and right atrium/right ventricle was unchanged from before death. A frosted shadow was observed in the bilateral lung fields that was centrally distributed. It was reported that this may have been due to respiratory arrest. Left ventricular system postmortem hypostatis was observed, which was attributed to the patient¿s sudden death. During the CT scan, thrombus was observed in the right atrium to right ventricle, and in the pulmonary artery. It was reported that two antiplatelet drugs were administered prior the treatment, therefore, it was reportedly unlikely that a large amount intracardiac thrombus was observed before the p atient¿s death. It was reported that the patient might have had a myocardial infarction, but this could not be determined from the CT scan. It was reported that the patient was taking antiplatelet medication and was considered to be at low risk of blockage or stenosis of the coronary arteries. It was reported that heart failure might have occurred as a result of arrhythmias and the heart's inability to beat blood. The CT scan did not show a clear cause of death. The cause of death was considered to likely be an arrhythmia, which could not be diagnosed by CT scan and since the holter monitor was removed, arrhythmia could not be confirmed.

Manufacturer narrative:
Updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient had no problems or arrhythmia up until the 3rd day of treatment, but it was confirmed that the patient died in the hospital ward on the day of discharge and early morning on the 4th day of treatment. The holter monitor was removed the night before, and the details of the cause and time of death were unknown. Per the physician, there was no causal relationship with the valve implant procedure and death.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified the valve implant procedure was referred to as the treatment. Therefore, the patient had no problems or arrhythmia up until three days post-implant. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon review of the information provided, the primary event of death is assessed as unlikely related to the harmony valve. Per the physician, the patient's underlying arrhythmia contributed to the death. Autopsy imaging was performed and no vascular damage or pericardial effusion were observed. Following the patient¿s death, computed tomography (CT) images were taken. The CT results showed that the transcatheter pulmonary valve was placed in a good position. Although the CT scan did not show a clear cause of death, the cause of death was considered to likely be an arrhythmia. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the harmony valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. With the information available, no root cause can be assigned. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. In this case, no root cause can be assigned. The cause of death was considered to likely be an arrhythmia. Autopsy imaging was performed, and no vascular damage or pericardial effusion were observed. There was no evidence to suggest that the valve or its function contributed to the patient's death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter pulmonary bioprosthetic valve, premature ventricular contraction (pvc) was observed. The valve was implanted successfully with no problems noted. The procedure took about an hour and a half total. Pvc was observed postoperatively, but non-sustained ventricular tachycardia was not observed. A holter monitor continued to be used. Three days following the valve implant, the patient took a shower and went to bed with the holter monitor removed. The following morning, it was confirmed that the patient had died. The cause of death was not received. Diagnostic imaging was performed at the time of death and no vascular damage or pericardial effusion was observed.